Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the material reported to be protruding from the device was found to be the identification label. As the part identification label is a sticker, the root cause of the issue was likely the sealing part/adhesive may have dissolved due to long period of usage and exposure to the gap of the boot. The event may be detected by following the instructions for use which state: section 3.3 inspection of the endoscope inspection of the endoscope ¿3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. In addition, the following non-reportable malfunctions were found during the device evaluation: angle play, insufficient angle, objective lens adhesive part cloudy, light guide lens adhesive part cloudy, distal end cover scratches, bending section adhesive part chipped, cracked and cloudy, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. It was observed that fibrous foreign material protruded from the gap between the insertion tube protector and the flexible tube. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed all external surfaces of the endoscope with clean lint-free cloths, brushes, or sponges. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material (like non-woven fabric) was coming out of the endoscope body from the break-stop part between the operation part and the insertion part. The reported issue was observed during reprocessing. There was no report of patient or user injury due to the event.